Event description:
Caller reported that a pump malfunction occurred, identified by malfunction code malf 12, and this incident was consistent with previous reports. There was no adverse impact to the customer's blood glucose level. Technical support agreed to replace the malfunctioning pump under warranty, provided instructions for returning the malfunctioning unit, and confirmed that the customer would use mdi or their current pump as backup therapy while waiting for the replacement.